Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department on the 3rd of august 2015 for further investigation. During the investigation the fse discovered the hemolysis wash bottle was completely empty. The wash bottle was replaced and the instrument was primed. Also, the fse tightened the handle to the filter element two (2) revolutions. Then the fse ran patient samples and the areas were 600 which is within the published range of 500-2500. Further more the fse replaced the large and small syringe tips and ran patient sample and the area now is 845. Then the fse ran mas quality control lot dbcl17021, and dbcl17022 and the reading was 6.8 and 10.8. And two (2) fresh whole blood patient samples were tested on the instrument and the areas were within range. Instrument is functioning as intended and was released. The most probable cause for this event is due to operational error empty hemolysis and wash solution onboard the instrument. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On the (B)(6) 2015 the customer reported they are getting low total area and missing peaks on the quality controls and patient samples with their g7 analyzer. The technical service group (tsg) informed the customer that the reported problem could be due to an occlusion associated with the sample needle. The customer will flush the system and replace the sample needle and call back for further assistance. On the (B)(6) 2015 the customer calls back requesting service on the instrument. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.